Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown; if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, deep vein thrombosis and caval thrombosis. As a direct and proximate result of these malfunctions, patient suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant expenses, pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Deep vein thrombosis, blood clots, clotting and/or occlusion of the inferior vena cava or the filter does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. The optease vena cava filter is not indicated for use in the prevention of deep vein thrombosis. Without the procedural films or post-placement imaging and the limited information provided, the report of blood clots, clotting and occlusion of the inferior vena cava (ivc) filter could not be confirmed or clarified, nor can a conclusion about a relationship between the reported events and the filter be drawn. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, deep vein thrombosis and caval thrombosis. As a direct and proximate result of these malfunctions, patient suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter tilted, perforated the inferior vena cava, is embedded, the patient experienced deep vein thrombosis and caval thrombosis. As reported by the patient, blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The patient also reports numbness and pain in the upper right thigh, and anxiety. The patient became aware of the reported events approximately 2 months post implant. The indication for the filter implant was an unconscious patient with an intracranial hemorrhage and was to be ruled out for a popliteal deep vein thrombosis. The patient was unable to be anticoagulated due to the hemorrhage. The filter was placed via the left common femoral vein and deployed in the infrarenal ivc. There were no reported complications. Additional information received, the patient reports tilting and perforation of the ivc filter and that the filter is embedded. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots, clotting and/or occlusion of the inferior vena cava or the filter does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without the procedural films or post-placement imaging and the limited information provided, the report of occlusion, caval thrombosis and deep vein thrombosis could not be confirmed or further clarified, nor a relationship between the device and the event be drawn. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Anxiety, numbness and pain of the leg do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided a clinical conclusion as to the cause of the events cannot be drawn. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was provided and is available in: the implant date was confirmed to be accurate. The exact event date is unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, deep vein thrombosis and caval thrombosis. As a direct and proximate result of these malfunctions, patient suffered life threatening injuries and damages, and required extensive medical care and treatment. The following additional information was received per the patient¿s medical records: the filter was placed in the infrarenal ivc. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 2 months post implantation. The patient reports blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from numbness and pain in the upper right thigh, and anxiety.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, deep vein thrombosis and caval thrombosis. As reported by the patient, blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The patient also reports numbness and pain in the upper right thigh, and anxiety. The patient became aware of the reported events approximately 2 months post implant. The indication for the filter implant was the patient was unconscious, had an intracranial hemorrhage and was to be ruled out for a popliteal deep vein thrombosis. The patient was unable to be anticoagulated due to the hemorrhage. The filter was placed via the left common femoral vein and deployed in the infrarenal ivc. There were no reported complications. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the inferior vena cava or the filter does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without the procedural films or post-placement imaging and the limited information provided, the report of occlusion, caval thrombosis and deep vein thrombosis could not be confirmed or further clarified, nor a relationship between the device and the event be drawn. Anxiety, numbness and pain of the leg do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided a clinical conclusion as to the cause of the events cannot be drawn. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.